Event description:
It was reported that the device was explanted and replaced due to noise.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.